Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received broken in two pieces. The break occurred between the input connector and control knob. Analysis with the microscope identified that the metal cap exhibited severe charred debris adhesion on its surface which suggests prolonged tissue contact during procedure. In addition, the glass cap was rotating independently of the metal cap, indicating a glue failure. The reported allegation was confirmed. It is likely that procedural handling of the device during set-up and use such as excessive manipulation/rough technique contributed to the fiber body break observed. Furthermore, the identified tissue adhesion on the metal cap found during analysis is likely to have caused continuous elevated temperatures to the output window. Continuously elevated temperature can lead to fiber damages, including fiber rotating within metal cap due to glue failure. According to the device instructions for use (IFU), caution: do not bend the fiber at sharp angles. Damage may occur to the fiber.

Event description:
It was reported that during procedure the fiber tip burned out very quick. The procedure was completed using another fiber. There were no patient complications reported. Analysis of the returned fiber identified a break between the input connector and control knob.